Event description:
Phone complaint: out of box failure....customer went to make sure the product was working and when they did the nitrogen would spray everywhere. Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). *investigation: x-review DHR. X-inspect returned samples. X-inspect stock product. *analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. The unit was found to have actuators too long and hit on the handles preventing the valve from shutting off. The actuators are part of the valve assembly which controls the frost and defrost modes. The finding indicating the actuators were too long means the placement was incorrect. The root cause for this complaint condition is assembly error. Corrective actions: *correction and/or corrective action the unit was re-worked under wo #272913 and re-stocked. Due to the assembler's negligence on this one unit, and other products, fg units of p/n 900001 were checked for proper function. No additional findings with a similar level of defect were found. A review of the assembly method confirms detailed instruction on the height setting for the actuators is well written. There is no ambiguity about the content. The root cause for this complaint condition is specifically attributable to the assembler's lack of skill. This assembler is no longer a csi employee. Isolated incident. No applicable correction to the assembly procedure is required. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference e-complaint : (B)(4).

Event description:
Phone complaint: out of box failure, customer went to make sure the product was working and when they did the nitrogen would spray everywhere. Ref e-complaint: (B)(4).